Event description:
A caregiver reported that a customer's adc blood glucose meter was dropped on (B)(6) 2019, which resulted in a damaged display. The customer continued to perform a blood glucose test and received a reading of 24 mmol/l. The customer "wasn't sure" about the reading due to the drop, so health services was contacted and an hcp visit was booked for the following day. The following day, (B)(6) 2019, at the appointment, a reading of 7 mmol/l was received on the adc meter compared to 6 mmol/l on the hcp meter. The customer further reported that insulin injected was received for treatment. It is noted that treatment with insulin is generally unnecessary for a normal blood glucose reading of 6 or 7 mmol/l. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with button and strip insertion. Control solution testing was performed and no issues were observed. All results were within range specification and no errors were observed. The reported test strips have not been returned. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. DHR's for the freestyle strips and the DHR showed the strips passed all tests prior to release. Dhrs (device history review) for the freestyle strips was reviewed and the dhrs showed the freestyle strips passed all tests prior to release retain testing was performed and all units performed within specification. If the test strips are returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that a customer's adc blood glucose meter was dropped on (B)(6) 2019, which resulted in a damaged display. The customer continued to perform a blood glucose test and received a reading of 24 mmol/l. The customer "wasn't sure" about the reading due to the drop, so health services was contacted and an hcp visit was booked for the following day. The following day, (B)(6) 2019, at the appointment, a reading of 7 mmol/l was received on the adc meter compared to 6 mmol/l on the hcp meter. The customer further reported that insulin injected was received for treatment. It is noted that treatment with insulin is generally unnecessary for a normal blood glucose reading of 6 or 7 mmol/l. There was no report of death or permanent impairment associated with this event.